Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to have backup battery (ebb) faults on their system controller every few months despite reseating the ebb, changing the ebb (B)(6), and multiple controller change outs (B)(6). These backup battery alarms were unable to be cleared by a self-test. All of these events have been while the patient was sleeping on the mobile power unit (mpu) and the patient reports that the controller became hot while using the mpu. Log files were attached. The mpu was replaced as well as the primary controller backup battery. The log file captured backup battery faults starting at 5:37:20 on 06sep2025. The backup battery fault was due to the ebb failing the load-test. The mpu was functioning as intended during the backup battery faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 06sep2025 was reviewed. A backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery fault alarm did not prevent the controller from supporting the system as intended. The controller¿s internal temperature remained within specification for the duration of data reviewed, and it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The backup battery (serial number: (B)(6)) was returned for analysis and passed functional testing without issue or atypical alarms activating. The backup battery was placed into a test controller, a mock circulatory loop, and the returned mobile power unit for an extended period of time, and no significant increase of controller temperature was observed. Provided information indicated that the backup battery exchange resolved the alarm. The reported event could not be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbookare currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Section 5 of the IFU ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Section 2 of the IFU¿ ¿system operations¿ and section 2 of the patient handbook¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient did not mention the controller becoming hot or the ebb alarms to be a reoccurring issue.